Event description:
It was reported that after two pump pocket revisions and a catheter replacement, an infection with seroma occurred. Due to these circumstances, the physician explanted the pump and catheter. The pt outcome was unk. The drug contained in the pump was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.